Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the consumer had a heart attack/myocardial infarction two days following implant and was hospitalized for one week. The consumer was discharged on (B)(6) 2015, and the consumer's significant other reported that the consumer had been lethargic since being discharged from the hospital. The etiology of the heart attack was unknown. Cardiac stents were placed during the hospitalization. It was noted that the consumer was alive with no injury. Additional information received from the rep reported that the cause of the heart attack remained unknown. The consumer was to have a follow-up in the clinic on (B)(6) 2015. It was noted that spinal cord stimulation had not been activated following implantation. It was turned on to test at the consumer's first follow-up but was turned off again following that visit. No product issues were reported. No further outcome, diagnostics, or cause of the issue was reported. Follow-up was conducted to obtain this information; if additional information is received the event will be updated. The consumer's indication for use was noted to be spinal pain.